Manufacturer narrative:
(B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.7-12.4cm from the distal tip. Internal insulation abrasion was noted at 8.8-9.1cm, 17.9-18.6cm, and 19.1-19.3cm from the distal tip. The etfe coating was intact at these locations.